Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.event site telephone: (B)(6).

Event description:
It was reported that the ventilator delivered insufficient ventilation. There was no patient harm. Manufacturer's ref.#: (B)(4).